Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Care facility called to advised one of the casters broke and is just hanging on the lift.